Event description:
The manufacturer received information alleging a ventilator's lcd was damaged. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device, the customer's complaint was confirmed. The ventilator's lcd screen was replaced to address this issue.